Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Intense tiredness [tiredness]. Cognitive (concentration) disorders [concentration impairment]. Costotendinous pain [musculoskeletal pain]. Skin dryness [skin dry]. Small benign paratubal cyst on the right side [paratubal cyst]. Pain in the left frontal sinus area [sinus pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction and parity. Previously administered products included: iud nos. Past adverse reactions to the above products included: infection with iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2504 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("intense tiredness"), disturbance in attention ("cognitive (concentration) disorders"), musculoskeletal pain ("osteotendinous pain"), dry skin ("skin dryness"), adnexa uteri cyst ("small benign paratubal cyst on the right side") and sinus pain ("pain in the left frontal sinus area"). The patient was treated with surgery (bilateral salpingectomy on general anesthesia). At the time of the report, the fatigue was resolving and the sinus pain had resolved. The outcomes for medical device removal, disturbance in attention, musculoskeletal pain, dry skin and adnexa uteri cyst were unknown. The reporter considered adnexa uteri cyst, disturbance in attention, dry skin, fatigue, medical device removal, musculoskeletal pain and sinus pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: unremarkable post-operative course, and no remaining metallic fragment. [Cytology] on (B)(6) 2022: no suspicious or specific lesion small benign paratubal cyst on the right side. [Laboratory test] on (B)(6) 2022: found high level of antimony, silver, neodymium, zirconium, mercury and tin and risky exposure to praseodymium. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , intense tiredness [tiredness] , cognitive (concentration) disorders [concentration impairment] , osteotendinous pain [musculoskeletal pain] , skin dryness [skin dry] , small benign paratubal cyst on the right side [paratubal cyst] , pain in the left frontal sinus area [sinus pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction and parity. Previously administered products included: iud nos. Past adverse reactions to the above products included: infection with iud nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2504 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("intense tiredness"), disturbance in attention ("cognitive (concentration) disorders"), musculoskeletal pain ("osteotendinous pain"), dry skin ("skin dryness"), adnexa uteri cyst ("small benign paratubal cyst on the right side") and sinus pain ("pain in the left frontal sinus area"). The patient was treated with surgery (bilateral salpingectomy on general anesthesia). At the time of the report, the fatigue was resolving and the sinus pain had resolved. The outcomes for medical device removal, disturbance in attention, musculoskeletal pain, dry skin and adnexa uteri cyst were unknown. The reporter considered adnexa uteri cyst, disturbance in attention, dry skin, fatigue, medical device removal, musculoskeletal pain and sinus pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: unremarkable post-operative course, and no remaining metallic fragment [cytology] on (B)(6) 2022: no suspicious or specific lesion small benign paratubal cyst on the right side [laboratory test] on (B)(6) 2022: found high level of antimony, silver, neodymium, zirconium, mercury and tin and risky exposure to praseodymium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] intense tiredness [tiredness] cognitive (concentration) disorders [concentration impairment] osteotendinous pain [musculoskeletal pain] skin dryness [skin dry] small benign paratubal cyst on the right side [paratubal cyst] pain in the left frontal sinus area [sinus pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergic reaction and parity. Previously administered products included: iud nos. Past adverse reactions to the above products included: infection with iud nos. On (B)(6) 2016, the patient had essure inserted. On ()(6) 2022, 2504 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced fatigue ("intense tiredness"), disturbance in attention ("cognitive (concentration) disorders"), musculoskeletal pain ("osteotendinous pain"), dry skin ("skin dryness"), adnexa uteri cyst ("small benign paratubal cyst on the right side") and sinus pain ("pain in the left frontal sinus area"). The patient was treated with surgery (bilateral salpingectomy on general anesthesia). At the time of the report, the fatigue was resolving and the sinus pain had resolved. The outcomes for medical device removal, disturbance in attention, musculoskeletal pain, dry skin and adnexa uteri cyst were unknown. The reporter considered adnexa uteri cyst, disturbance in attention, dry skin, fatigue, medical device removal, musculoskeletal pain and sinus pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: unremarkable post operative course, and no remaining metallic fragment [cytology] on (B)(6) 2022: no suspicious or specific lesion small benign paratubal cyst on the right side [laboratory test] on (B)(6) 2022: found high level of antimony, silver, neodymium, zirconium, mercury and tin and risky exposure to praseodymium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-feb-2026: upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references, events, reference & all relevant information has been transferred to retention case. 17-feb-2026: health authority reference number added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.